Event description:
A report was received that the patient was having difficulty charging her ipg. Prior to difficulty charging the patient was experiencing a tingly sensation at implant site whether device was on or off. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent explant procedure wherein the ipg was replaced due to suspected malfunction. The patient was doing well following the procedure. The complaint was not confirmed. Device exhibits normal charging and discharging characteristics when charged with recommended optimal alignment. When alignment optimization is reduced, charging can lengthen considerably. The battery is depleting its charge at a rate of 8.5 mvdc per day with the stimulation turned off, which is within the typical ipg battery depletion rate. Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed.

Event description:
A report was received that the patient was having difficulty charging her ipg. Prior to difficulty charging the patient was experiencing a tingly sensation at implant site whether device was on or off. The patient will undergo a revision procedure.